Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 32 mmol/l (577 mg/dl) while wearing the pod between 49 and 71 hours. The patient¿s mother reported that while the patient was wearing the pod, she experienced pain, prompting removal of the pod. Upon removal from the infusion site (leg), the pod cannula was found to be dislodged, and mild redness was noted at the infusion site. As treatment, insulin pens were administered, and a new pod was successfully applied afterwards.